Event description:
It was reported that during a da cholecystectomy procedure, the patient side manipulator (psm) 2 was very hard to move. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. The tss instructed the site to undock the patient side cart (psc) from the patient and perform a power cycle with the breaker. The psm responded normally. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported. The field investigation performed by the technical field specialist was unable to reproduce the reported issue experienced by the site. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The tfs replaced the affected psm as a precaution.

Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation confirmed the customer reported failure mode. Failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-2 brake was replaced and the arm was upgraded with new brakes. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.